Event description:
It was reported that during an attempt to implant the lead in the patient's right atrium (ra), there were low pacing impedances (less than 200ohms) and no capture. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during an attempt to implant the lead in the patient's right atrium (ra), there were low pacing impedances (less than 200ohms) and no capture. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the inner insulation was kinked/buckled, the inner insulation was torn, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.